Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that there were pauses and periods of asystole noted on the implantable pulse generator (ipg). The ipg was being used as an external pacemaker. The device remains in use. No further patient complications have been reported as a result of this event.